Event description:
During a laparoscopic colostomy reversal procedure, approx 45 minutes into the case, the white tissue pad started to melt off. The case was finished with a device of different product code. There was no pt consequence.